Manufacturer narrative:
Date of event was reported as 2012.

Event description:
Information received from patient reported that experienced shocking which was described as spasms from their implantable neurostimulator (ins). The patient mentioned that they were on a ladder one time and the spasm caused them to fall off the ladder. They noted that the spasms would happen suddenly. It was noted that the patient may have had some CT scans related to the issue. The patient stated that they turned the ins off for a year (but maintained the charging)) and when they turned the therapy back on the issue was resolved. The patient did not intend to follow up with their healthcare professional (hcp) for the issue. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.